Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was at emergency room for altered mental status. Log file analysis observed multiple low flow alarms on (B)(6) 2020 that were below the alarm threshold of 2.5 liter per minute due to the patient being hypovolemic, debilitated, and not drinking adequate liquids. Also on (B)(6) 2020 there were both power cable disconnected at the same time, the pump was supported by the controllers internal backup battery. Additionally on (B)(6) 2020 the battery power source was completed depleted. The pump was supported by the controllers internal backup battery until it was depleted and then stopped. The controller internal clock was reset due to power loss. The power was restored and pump restarted but the time of that cannot be determined due to the clock reset.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm associated with both power cables being disconnected was confirmed via analysis of the submitted log file. The submitted log file contained approximately 27 days of data (12feb2020 ¿ 10mar2020 per the timestamp). The log file captured a no external power alarm on (B)(6) 2020 at 17:43:13 due to both power cables being disconnected. The system controller backup battery supported the pump during the loss of external power. The alarm resolved once an external power source was connected to the controller. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The heartmate ii instructions for use (IFU) and heartmate ii patient handbook explain the various ways to power the heartmate ii lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. The root cause of the reported event was determined to be a user error in which both system controller power cables were disconnected from external power. No further information was provided. The manufacturer is closing the file on this event.